Event description:
It was reported that patient arrived for a clinic appointment and shortly after began to exhibit stroke-like symptoms with slurred speech and left sided weakness. A head computed tomography (CT) was completed, and it showed no acute intracranial processes. Log files contained a few of low flow estimates and only 1 was sustained long enough to trigger a low flow hazard event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported neurological issues could not be conclusively determined through this investigation. A review of the submitted log files revealed the device operating as intended at the set speed. No unusual alarms or events were noted. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.